Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility representative alleged that where the hooks are, it comes down and the stitching on the sling rubbed the patient's skin. She stated the lining of the stitching is rubbing the patients skin. MDR filed.